Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the bipolar within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. Components adjacent to the broken wire do not show damage. Additionally, the instrument was found to have charring and localized melting on bipolar yaw pulley, near the grip cable. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, coagulation function of the fenestrated bipolar forceps didn't operate. The customer changed several integrated electrosurgical unit (iesu) or erbe lines, but it did not resolve the issue. The procedure was completed as planned with no reported injury using a backup instrument. Isi followed up with the initial reporter and obtained the following additional information: no thermal damage or arcing was observed during the procedure. There was no patient injury.